Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the results of the device analysis, the reported leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: when de-airing the lock lever, fluid came out of the device. An attempt to tighten the lock lever cap did not stop the leak. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds), water leaked from the lock lever. The cds was not used. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.